Manufacturer narrative:
Date of event: (B)(6) 2018. Date received by manufacturer: 21/jun/2018. Technical support discussed touchscreen signal path per the signal path table in the manual. Suggested swapping the user interface assembly for troubleshooting and provided parts identification for the touchscreen and discussed installation. The reported problem was not confirmed. The unit was reported to be repaired. The ventilator was in working condition for patient use. No parts were returned for evaluation. Unable to determine the cause of the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen was unresponsive to touch. There was no patient involvement.